Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they deployed an angio-seal device with the doctor over an 035 glidewire advantage wire. The doctor did everything properly. He inserted the device into the sheath and heard the two clicks. He went to pull the angio-seal back and the entire device came out of the body because the footplate never came out of the sheath. He had stuck antegrade, so it was a weird angle, however, everything was done properly, and the footplate never came out of the sheath so when he pulled back the device just came out of the body. The patient was sent to hospital in ambulance and was treated for a retroperitoneal (rp) bleed surgically. The patient was in stable condition and the outcome was a success. Additional information was received on 09 mar 2022: the type of procedure was being performed was a leg atherectomy/angioplasty. The procedure sheath size used was a 6r destination sheath. A pre-deployment angiogram was performed. Sheath access was difficult. There was stenosis, plaque, calcium present around the insertion site.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. One 6fr angio-seal vip device was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No other signs of damage or deformation to the device were identified. Functional testing was unable to be performed properly due to the condition of the returned device. The device was attempted to be reset to the forward lock position. However, the device was unable to be reset due to resistance that was encountered. The carrier tube was subsequently removed from the hemostasis sheath and the collagen was found to have been swollen with blood. It was also found that the tubing was coated in dried blood. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 29 apr 2022: the stick was right on the femoral head. It was a good location that was above the bifurcation and below the inguinal ligament. Additional information was received on 02 may 2022: the patient was stable. The doctor did not feel that the issue with the angio-seal device was the direct cause of the retroperitoneal bleed as they held pressure after the issue with the device.